Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead dislodgement. The physician elected to reprogram the device sensitivity to resolve the event. The patient was in stable condition.